Manufacturer narrative:
The recipient is reportedly doing well.

Event description:
The recipient is reportedly experienced a cholesteatoma. The recipient's device was explanted. The recipient will not be reimplanted at this time.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.